Manufacturer narrative:
(B)(4). Concomitant medical products: 00801802803-femoral head-62542670, unknown-unk cup-unknown, unknown-unk stem-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00034 . Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported the patient underwent a revision procedure approximately one year post-implantation due to recurrent dislocation. Patient experienced a fall due to unknown reasons with subsequent clunking in the right hip joint. Head and liner were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional information on reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6 reported event was confirmed by review of op notes by a health care professional. 100ml of fluid encountered in the joint space, necrotic tissue again debrided from the joint. Head and liner exchanged without complication. Review of the device history records identified no related deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported items and no additional complaints for the reported part and lot combinations. It was reported that patient had a fall due to unknown reasons. However, as the reason for fall is unknown, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Review of the device history records identified no related deviations or anomalies during manufacturing.